Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high impedance due to a possible fracture. The lead impedance has steadily risen from 400 ohms in 2012 to about 1400 ohms bipolar. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: e2dr01aa ipg implanted: 2006-(B)(6). (B)(4).